Event description:
Patient's meter was reading inaccurately erratic. Patient reported feeling dizzy, weak, and sweaty at the time of concern. They had obtained a "389 mg/dl" and decided to go to the ER due to their high blood glucose reading. A reading of "400 mg/dl" something was obtained at the ER. Readings obtained on their meter and the ER meter was greater than 30 minutes apart. The patient reported taking micronase (5mg) following the result obtained on their meter. They were treated with insulin-IV at the ER. It is unknown how long the patient was kept in the ER. The customer service representative walked patient through a blood glucose test and obtained a result of "147 mg/dl". The meter would not power on following the initial test. The patient reported replacing the batteries 5-days prior. The customer service representative walked patient through pressing the on/off button, checking that the batteries were good and that they were correctly installed. The meter had to be replaced due to an unresolved power issue. There was no evidence that the meter contributed to any serious injury. Patient had high blood glucose levels on their meter and the hospital meter. They were treated for high blood glucose levels.